Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-apr-10. The patient reported having uncomfortable stimulation/overstimulation and that the stimulation was uncomfortable on their bad disc since april 2016. The patient stated that they have a very bad disc that is quite horrible but is not related to the device/therapy. The patient is working with a chiropractor to fix it but the problem is that if they make one wrong move like bend over or something specific it will ¿go insane¿ and it takes a week to get it back to normal. The chiropractor wants to use a cold laser on the patient¿s disc and it was recommended that the patient contact their healthcare professional (hcp) for guidelines regarding cold laser. It was noted that the patient met with their manufacturer representative (rep) sometime last year and the rep tried really hard working with the patient and changed one of their programs, so that they would have stimulation on that bad disc but for some reason it was too uncomfortable for that electricity (stimulation) to be on that disc. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in a patient letter reporting that the stimulation never turned off. It was reprogrammed to send some stimulation to their back. The patient confirmed that it never turned off but the patient had to turn off "#3" because it interrupted with stimulation to their legs. The patient took #3 down to 0v and everything went back to normal. The manufacturer representative tried to do something for their back that did not work. The patient stated that as they saw it, they needed more leads. The patient was going to talk with their hcp about this on (B)(6) 2016.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient's adaptive stimulation was off. A manufacturer's representative (rep) tried a new option because the stimulator was just for the legs and she tried to "get to back". The patient noted that now when he goes into "mobile," the rep had set up "mobile" for back and when the patient sat down after a walk/walking, "goes wacko towards back and not in feet and legs."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.